Manufacturer narrative:
The device was returned and had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father of a patient reports while wearing a pod between 36 and 48 hours his daughters blood glucose level reached 359 mg/dl. The patient's blood glucose, and insulin history are as follows: time: (B)(6) 2019 8:20 pm, bg(mg/dl): bolus(u): 0.25; 0.25; 9:12 pm, 10:30 pm, 195; 11:00 pm, 1.0; 11:30 pm, 330; (B)(6) 2019 12:30 am, 337; 1:17 am, 0.8; 2:30 am, 275; 3:30 am, 259; 4:46 am, 147, 1.0; 8:30 am, 0.25.